Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference 2017865-2020-22027. Related manufacturer reference 2017865-2020-22029. It was reported that the patient presented in clinic for a follow up. It was noted that the patient had developed an infection for a while. The pacemaker, right ventricular (rv) lead, and right atrial (ra) lead were explanted and not replaced. The patient was stable throughout.